Event description:
Customer reported monitor problems during boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps3 power supply and reloaded software. System operates as intended.